Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device. The reported issue could not be reproduced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6) . Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t showed an unknown error message while cooling during a procedure and stopped working. Despite restarting, the issue did not improve and the device was switched with another to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: through follow-up communication, livanova learned that there was no reproduction of the reported issue and that the processor board was replaced as a precaution. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause is an intermittent failure of the processor board.

Event description:
See initial report.